Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and seven months post implant of this 34mm mitral annuloplasty ring, the ring was explanted and replaced with a 33mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for the replacement procedure was severe regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.